Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Uneventful device explant due to dysphagia on (B)(6) 2015. Device found in correct position/geometry. Patient underwent fundoplication at time of device explant. Patient in satisfactory condition after explant.